Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between the increase and vns therapy is unk at this time. Good faith attempts to obtain additional info regarding the reported event are underway.